Event description:
The pt reported, the up/down buttons on her insulin infusion device are not working properly. She stated, the device was dropped in water but, that it barely touched the water and she immediately dried it off. She said, she did not notice any moisture in the device after this incident. The pt stated, she was busy today and forgot to give herself a bolus and by the time she remembered to bolus, she could not do so because the buttons would not respond. She stated, her blood glucose reading was 400 mg/dl with her normal range being 100 mg/dl to the high 100's mg/dl. She stated, the buttons intermittently respond, so she was finally able to bolus through her device to bring her reading down to her normal range. During troubleshooting, the pt stated she never reset her time to daylight savings time, so her time is off by one hour. She stated, she changes her infusion headset every 5-7 days. The pt was advised to change her headset every 3 days. She stated, she has also recently begun exercising and has lost weight. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.